Event description:
Hcp stated in the past that the patient had a flowonix pump and that the patient had intermittent withdrawal. Caller stated that the patient is having a metal taste in their mouth, sweaty, shaky a bad taste in their mouth and eyes burning. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).